Event description:
It was reported that usb cable was damaged and no longer function to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.